Event description:
The customer reported that the device unexpectedly shut down.

Manufacturer narrative:
(B)(4): the customer reported that the device unexpectedly shut down. There was no reported patient involvement. A philips field service engineer evaluated the device and confirmed the failure. A faulty power pca was found. The power pca was replaced to resolve the failure. The device passed all performance assurance tests and was placed back into use. This was a malfunction of the power pca that caused an unexpected shut down.